Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure the nim tube as making a lot of noise. After troubleshooting, it was determined to be the tube. Doctor preferred to wait until later in the case and later in the case the nim was making less noise and he felt more comfortable proceeding with that nim tube rather than reintubating the patient. Using nim tube connected to brand new nim vital. Blue leads producing significant artifact and nim vital intermittently stating "out of measurement range" electrode check performed and within normal limits. Troubleshot by trying the leads on other channels and on a new machine. Unplugged and plugged back in the leads. Initially we were using the nim vital wirelessly, and with wireless muting. Upon the issues starting, we tried wired and using the wired muting probe. But none of these things helped. Later in the case, the artifact went down and the doctor was able to proceed called rep for help and he helped confirm that the issue was due to the nim tube, not the nim vital per his experience. To confirm switched the blue and red cords and the error followed the switch. The procedure was completed with the reported product. There was no known patient impact.

Event description:
Additional information received that there was no patient impact.

Manufacturer narrative:
B5: additional information is received. H6: code is updated. Previously submitted fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.